Manufacturer narrative:
The product was returned for evaluation and the analysis was completed; therefore, was updated. During a procedure, there was a crack noted in the hub and another crack in the distal tip of a vista brite tip guiding catheter. A kink was seen when the catheter was taken out of the package. The device was not clinically used. The procedure was completed with another catheter successfully. One non-sterile unit of vista brite tip 7f 0.078 was received coiled in a plastic bag. Kinks were found at 3.6 cm, at 14.2 cm, and at 99.1 cm from distal tip. The catheter was inspected and no cracked conditions were found as reported by the customer. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. As additional investigation, the guiding catheter manufacturing process was reviewed and there were not tools, equipment or product handling that could cause kinks, bent, cracks or other type of damage on the guiding catheters. The complaints reported by the customer "luer hub- cracked-prior to use" and "brite tip/distal tip- cracked-prior to use" were not confirmed since the catheter was inspected and no cracked conditions were found. However, the cause of kinked conditions found throughout the catheter could not be conclusively determined during the analysis. Analysis results and DHR review results do not suggest that these damages are related to the manufacturing process. No corrective actions will be taken at this time. Procedural factors, handling, and storage process may have contributed to the kink as reported.

Event description:
The doctor opened the package as indicated and realized two cracks on the tip and the hub. There were no anomalies noted when the device was taken out of the package. The device was not resterilized. A kink was seen when the catheter was taken out of the package. The device was prepped following the instructions for use. The kink was observed before the stent delivery system (sds) was placed. There was no difficulty encountered connecting the hub to the indeflator device. A dolfen indeflator was used. Since the device was kinked, it was not used for the procedure. The procedure was completed with another catheter with the same lot number.

Manufacturer narrative:
The product has been returned for analysis, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15277703 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No nonconformance records were issued for this lot. No excursions were found for lot 15277703. The molding test results and the molding parameters were reviewed and no anomalies were found. The fusing process parameters were reviewed and no anomalies were found. Calibration records for fusing machine with calibration ID:(B)(4) were reviewed, and it was found that the equipment / tool were calibrated in a timely manner. The lot involved in the complaint was manufactured within the calibration dates. Preventive maintenance records for fusing machine with equipment ID: (B)(4) were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. Calibration records for molding machine with calibration ID: (B)(4) was reviewed, and it was found that the equipment / tool were calibrated in a timely manner. The lot involved in the complaint was manufactured within the calibration dates. Preventive maintenance records for molding machine with equipment ID: (B)(4) were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates.